Event description:
Per journal article, "the feasibility and safety of laparoscopic inguinal hernia repair as a 24- hr day surgery for patients aged 80 years and older, a retrospective cohort study." The aim of this retrospective study is to investigate the effectiveness and safety of lihr (laparoscopic inguinal hernia repair) as a 24-hr day surgery for patients older than 80 years. A total of 554 patients were included in the study. After propensity score matching, 292 patients were included in the matched cohort (98 patients were above 80 years old group and 194 patients below 80 years old group) who underwent laparoscopic inguinal hernia repair in the day surgery center from 01-jan-2019 to 01-mar-2022 with implant of nondegradable synthetic mesh material 3dmax light pore polypropylene mesh, non-bd/bard polyester mesh and biodegradable mesh. As per the article, the postoperative complications of lihr, including acute and chronic pain, seroma, hematoma, urinary retention, noninfectious postoperative fever, surgical site infection, one-year recurrence rate, venous thromboembolism (vte) events. It was concluded that lihr is safe and effective as a 24-hr day surgery for patients over 80 years old. However, to reduce the rate of delayed discharge, careful perioperative evaluation is necessary.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The article concluded that the lihr is safe and effective as a 24-h day surgery for patients over 80 years old. However, to reduce the rate of delayed discharge, careful perioperative evaluation is necessary. The journal article did not include any analysis of how or if the 3dmax light mesh potentially caused or contributed to any patient outcome or complications. The instructions-for-use supplied with the device lists hematoma, seroma, pain, hernia recurrence and infection as possible complications. Regarding infection, the warnings section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2019) is considered to be a best estimate based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.